Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the intrasaccular flow disruption device was used to treat a patient with a recurrence of anterior communicating artery aneurysm and underwent coil treatment 12 years ago. The aneurysm width was 8.85mm, the minimum height was 8mm, and the neck width was 7.9mm. The flow disruption device was placed in place in the aneurysm and upon detachment attempt with a detachment controller, it would not detach. The detachment controller was replaced and microcatheter head adjusted without success. The device was removed from the patient and the procedure completed with stent assisted coil embolization. After the procedure, the patient returned to the ICU for observation for two days and was transferred to a regular ward. Current patient condition described as "stable."

Manufacturer narrative:
Additional information: d10, h3, h6, h11 (device evaluation). Device evaluation: investigation findings: items returned for evaluation: delivery system (pusher) web implant introducer dispenser hoop. Items not returned for evaluation: microcatheter controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the hypotube was kinked at the middle section and at the hypotube to connector junction. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil did not find stretched and did not show signs of activation using a detachment controller. Further inspection found that the brown lead wire was broken at the distal solder joint. Investigation conclusion: the investigation of the returned web system found the hypotube kinked at the middle section and hypotube to connector junction. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the brown lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.